Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on the presenting rhythm and in noted episodes. Reprogramming was performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.